Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant surgery, a surgeon noted that there was zonular dialysis and she "lost" the posterior capsular bag during the cataract extraction. The surgeon then performed an anterior vitrectomy and a pupilloplasty. At that point she was able to implant an anterior chamber lens. Approximately one month after the surgery, the patient called the surgeon with a report of eye pain. The patient's eye was examined the next day by the surgeon who observed information with fibrin and diagnosed endophthalmitis. The patient was treated with topical and intravitreal antibiotics. Additional information has been requested.